Event description:
(B)(6) -the dealer reported that the tdxsp-cg custom power wheelchair tilt actuator was not functioning properly, and it was replaced three times. This is the third unit. There was no patient injury reported.

Manufacturer narrative:
There reportable complaints were created because of different events dates were reported, and the file numbers are the following: (B)(4)).